Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch. Unable to verify pump error 43 alarm or device test failed alarm due to pump error 38 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump failed displacement test. The insulin pump received an insulin pump error alarm multiple times, they were able to clear the alarm and rewind the insulin pump but failed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.